Manufacturer narrative:
Additional information is provided in section b5. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
Cross reference MDR: 9610617-2026-514.

Manufacturer narrative:
The device in question was returned to the manufacturer. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that during a turp procedure the surgeon observed that the bipolar cutting loop was broken after it was inserted into the instrument that is used for resection of the prostate. No negative impact in state of health reported.